Event description:
It was reported there was a serious system error. It was also reported the error was noted when booting up the programmer. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the programmer boots up with a system error, this error had also occurred in the past. It was also noted a second system error occurred after software was run, the right keyboard hinge was broken, the keyboard latch on the right side was broken, the stylus pen cable was damaged, and the power cord bay door had a broken latch.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).